Event description:
The reporter indicated that the pt received two shocks while pounding frozen steaks to break them apart. The pt sat down (without any additional activity) and received two more shocks. The pt then went to the emergency room. An inquire, telemetry and print was attempted and the backup message was received. An inquire was performed and the "device busy" message was received. Several inquiries were attempted until one was achieved. The "iegms" appeared to be normal. Telemetry could not be obtained. A back-up reset was performed which enabled the device. The "episode in progress" message was received. Another message indicating that the time/date was incorrect between the programmer and the device was received. The time/date displayed was the time that the pt received the shocks. The time was matched to the clock of the device and several more inquiries were attempted until one was achieved. The pt performed isometrics, duplicating the activity performed when he received the shocks; no anomalies were noted. Obtaining telemetry was difficult. Finally 540 ohms impedance and 50 ohms last shock impedance was observed. The device was disabled, and the pt went to another hospital for a re-operation. The physician changed out the set screws to the long set screws to try to improve the ability of the device to secure the lead. It was observed that when removing the cap screw there was fluid underneath it. Without starting to remove the set screw, they tugged on the lead and it came out.